Event description:
Caller reported that the cartridge was not fitting properly on the pump, leading to a significant increase in blood glucose levels, which exceeded the meter's threshold and displayed "high." As a corrective measure, the customer administered a correction injection via multiple daily injections and did not require third-party assistance. Technical support guided the caller through inspecting and cleaning the pump, including removing an o-ring from the pneumatic tap, which successfully resolved the issue, allowing the customer to resume insulin therapy.